Event description:
At 5:06, pt's tip initiated, safety checks done, vp 100 at 5:35 rn walked over to pt. And noticed a puddle of blood under chair. All lines clamped and the checked. Blood was leaking from venous line, lines were still attached. Pt last appear 300 cc of blood. Bp checked at 5:35 94/56 - 500cc ns administered 5:43 bp 117/56 adverse reaction treatement completed.